Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainnt alleged that during biomed testing the device prompted a "unit failed" message. Complainant indicated that there wsa no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and observed proper operation during functional and performance testing. The reported malfunction was not replicated or confirmed. The device was returned to zoll stock, and the customer received a replacement.